Event description:
Olympus (omsc) was informed that the customer halogen light source¿s ¿power supply is on, but the lamp does not light¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated, and the customer reported device problem was confirmed. The lamp on the device failed to light up. The returned device was manufactured over fifteen years ago and thus the investigation was unable to confirm the device history records. The investigation did not establish a definitive root cause for the lamp failure. However, it is probable that the issue occurred because of a thermal fuse failure. Olympus will continue to monitor field performance for this device.